Manufacturer narrative:
Physio-control examined the device and verified the reported failure. Physio determined that the cause of the reported issue was the high energy capacitor. Physio observed that an internal strap to a post had broken off of the capacitor and, as a result it would not store a charge and provide defibrillation therapy, if necessary. The customer was provided with a replacement device.

Event description:
While completing a preventative maintenance (pm) inspection of the customer's device, physio-control observed that it would not charge when prompted. As a result, defibrillation was not possible. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.